Event description:
The device was returned for inspection by olympus. During evaluation, the light source had debris inside the socket and in the pump unit air tubing. No patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the probable cause of the debris on the device was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.